Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Prp: (2) front cases not working (B)(4) captures the other 4 cases that are cracked/chipped order (B)(4). Keypad: unresponsive key. It was reported that the pcu front case is being since it is not working. A response was received that stated, "..unit will not turn on . So I would have to say it was the on/ off button that didn't work on both." There was no patient involvement.